Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that her daughter experienced a failed sensor three days after insertion. Upon removing the sensor, patient's mother noticed that the sensor wire was 1/2 to 1/3 shorter than previous sensor wires. She reported that there was no wire protruding from patient's skin and no evidence of a wire fragment underneath patient's skin. Patient experienced no discomfort at the insertion site and was normal at the time of her mother's call to dexcom technical support.